Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the tip of the unit had broken during surgery. It was further reported that the broken part was thrown away in the hosp.